Event description:
The subject was enrolled into option study on (B)(6) 2021, and index procedure was performed on (B)(6) 2021. It was reported that thrombosis and stroke occurred. The patient had been taking aspirin pre-procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted after meeting release criteria. The patient was continued on aspirin and placed on dabigatran post index procedure. The patient was discharged three (3) days post index procedure. 1023 days post index procedure, the patient presented to the emergency room after experiencing severe, dull, pressured headaches for two (2) days and transient tingling paresthesia in the right hand for ten (10) minutes. A magnetic resonance imaging (MRI) scan was performed and revealed acute punctiform to small infarct areas in the middle cerebral artery (mca) territory on the left, primarily of embolic origin. The patient was diagnosed with ischemic stroke, most likely a cardioembolic origin in the context of known atrial fibrillation per the physicians. No interventions were performed in response to the stroke. The patient was discharged three (3) days after the stroke admission. A transesophageal echocardiogram (tee) was performed three (3) days after being discharged from the stroke admission, revealing a borderline 3mm gap and flow continuing below the closure device. Also, a non-mobile, floating thrombus was visualized attached to the closure device. The patient was started on pradaxa in response to the thrombus.